Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of receiving unexpected restart alarm on their insulin pump. The customer states they changed the battery, but received the same alert. The customer's blood glucose level at the time of incident was 126mg/dl. The customer was advised that both alarms were noted to have occurred with low batteries. Troubleshooting was conducted, and the customer was advised to monitor the device and call back if issues reoccur.